Event description:
This report is filed for the mitraclip clip delivery system (cds 10321625/02), which was difficult to remove after becoming entangled in the chordae during positioning. Difficult removal has potential for injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. There were no issues noted during functional testing of the devices and no challenging anatomy. One clip (10319765/23) was successfully implanted and the mr was reduced to 2. A second clip (10321625/02) was to be placed lateral to the first clip. During the grasping attempt, the clip was retracted but became entangled in the chordae. The clip was inverted and retracted and the clip and guide were advanced. The clip was closed to 180 degrees. The grippers were lowered 2 mm. These maneuvers were performed multiple times to retract the clip. . No visualization difficulties were noted and no unexpected movement or steering of the cds. No substantial clip arm orientation adjustments were made. After approximately one hour, the clip was successfully removed from the left ventricle. There was no damage to the chordae or leaflets and the patient experienced no adverse symptoms. Echocardiogram noted the papillary muscle and the chordae were approximately 2 cm below the anterior medial leaflet, where the additional mr was; therefore, it was decided not to deploy a second clip. The cds and the clip were retracted, and the mitraclip system was easily removed. The mr was reduced to 2 with one clip implanted.

Manufacturer narrative:
(B)(4). Event description continued: the patient was confirmed to be clinically stable post-procedure and there was no clinically significant delay in the procedure. No additional information was provided. Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer, 1 mitraclip implanted (10319765/23). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for the clip becoming caught on the chordae, resulting in the difficulty removing the device may include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to visualize the device in relation to the mitral valve). With respect to the patient condition, procedural conditions and/or user technique, the clip caught on chordae/difficult to remove may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, excessive force or range of rotation of translation while manipulating the device. The information provided in the case details stated that there were no visualization difficulties noted during the procedure, there were no unexpected movements/steering of the cds, and no substantial clip arm orientation adjustments were made. Based on the information reviewed, the reported clip difficult to remove/clip caught on chordae appears to be related to patient/procedural conditions. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate any similar issue of difficult removal/clip caught in chordae. Based on the information reviewed, there is no indication of a product deficiency.